Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent thrombosis and restenosis are known potential long-term complications associated with coronary stenting and are multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic/restenotic events following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; pt-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. Significant stent thrombosis predictors beyond one year (very late) consist of more biologic factors, including failure brachytherapy, chronic total occlusions, prior myocardial infarction and pt age. In this case, the pt was obese with hypertension, hyperlipidemia, and recent mi. The culprit lesion was a 99% occlusion in the chronically occluded mid-lcx, as evidence by the presence of left-to-left bridging collateral circulation. Additionally, the pt had evidence of mild to moderate coronary disease in all three main vessels. These clinical factors put the pt at an increased risk for major cardiac adverse events. Little is known regarding the pt's lifestyle and compliance with medications during the three years post stent implantation. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. The restenosis is likely due to natural progression of the pt's underlying coronary artery disease. There are multiple pts, vessel, lesion, and pharmacological factors that may have contributed to the reported thrombotic event.

Event description:
This male pt with a past medical history of obesity, hypertension, asthma, shortness of breath, and mi (2003) was admitted for angiography. This revealed a 0 to 65% left ventricular ejection fraction, luminal irregularities in the lma, a 50-60% smooth lesion in the mid through distal lad, a 99% lesion in a mid-lcx, with the distal vessel fed by left-to-left bridging collaterals, and a dominant rca with mild irregularities in the mid vessel. Integrilin was administered. The lesion in the mid-lcs was predilated with a 2.5 crosssail balloon. A 2.5 x 28mm cypher stent was deployed to 14 atms with good results. Residual stenosis was 0%. The pt was discharged in stable condition with orders of dual antiplatelet therapy with plavix (6 months) and aspirin. Approx three years and one month post stent placement, the pt presented to the hosp with substernal chest pain radiating to the left shoulder and associated nausea. He was ruled in for posterolateral mi via ECG and cardiac enzymes (cpk 164, ck-mb 4.6, and troponin 3.46). Angiography revealed a 99% lesion with thrombus within the cypher stent in the mid-lcx. The clot extended into the om. Additionally, there was noted a 20% lesion in the mid-lad. A 50% lesion in the distal lad, and 20% lesion in the ostium of the rca, a 20% lesion in the ostium of the pda, and an 80% in the proximal portion of the right pav. The pt was placed on integrilin and sent to ICU. He returned the following day for clot removal and re-stenting; however, attempts to cross the lesion with 4 different wires and a balloon catheter were unsuccessful. The pt was kept on integrilin for 6 hours post procedure. He had no chest pain of ECG changes. The pt was discharged in stable condition after four days of hospitalization with orders for aspirin, plavix, altace, toprol xl, zocor, and nitroglycerine (prn).